Event description:
It was reported that the patient developed chest pain, and a decrease in blood pressure when the lead was approaching the septum during implant. A myocardial perforation was detected, and the lead was repositioned to the apex. The myocardial perforation was managed by drainage. The lead is still in use, and no further patient complications have been reported as a result of this event.